Event description:
Severe shoulder and neck pain. My neck shoulder and chest muscles are being pulled forward by the implants contracting. Shooting pains from the armpit area to the fingers and tingling in the fingers. I have tinnitus and migraine headaches that I have to go to a neurologist for treatment for. I have chronic fatigue and tire easily after 20 minutes of cardio activity when previously I was able to exercise for an hour and a half without getting tired or out of breath. I have capsular contracture that is painful all the time and prevents me from being able to lay on my stomach at all. I can not put any pressure on my chest at all without pain. My breasts hurt and my nipples don't function as they used to. I get nauseated and have waves of hot and cold chills. I have joint pain since getting the implants. After having had no previous crohn's disease flares since 2001, two years after getting saline implants I required major life saving surgeries caused by inflammation in my intestines. I required 9 more surgeries for crohn's disease after getting the implants. FDA safety report ID# (B)(4).